Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the esophageal varices using a px slim delivery microcatheter (px slim). During the procedure, the physician inserted another manufacturer's catheter into the patient and attempted to advance the px slim through the catheter; however, the physician met resistance and the px slim did not advance at all. The px slim was removed and the procedure was completed using another manufacturer's microcatheter. There was no report of an adverse effect to the patient.